Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) (B)(6), (eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length) for evaluation. Visual evaluation was performed, there was signs of use identified. The implant had bone debris on its external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1264543. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264543for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
It was reported that the bone fractured when placing the implant. Pain reported as a consequence of the event. No other implant was placed during the same surgery, the fracture was on vestibulaire wall and 4mm long by 3mm width.